Event description:
It was reported that a patient presented with discomfort due to extra cardiac stimulation. Upon examination, the right ventricular lead was noted to have insulation damage, resulting in the normal pacing current producing extra cardiac stimulation. Malfunction was alleged on the device as well. The lead was capped and the device was removed on (B)(6) 2026. No adverse patient consequences were reported and the patient was stable.